Event description:
The user facility reported that the housing's weld fractured and is cracked on the bottom housing during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no clinically significant delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
The reported event, was confirmed. A picture was provided at intake. It was visually observed the weld was not compromised. It was also visually observed there was a crack on the bottom housing. Corrected data: d9/h3.

Event description:
The user facility reported that the housing's weld fractured and is cracked on the bottom housing during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no clinically significant delay, no medical intervention and no adverse consequences.